Manufacturer narrative:
Date of event is estimated.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2021-02972. It was reported lead migration occurred. As a result, the patient underwent surgical intervention to address the issue and the physician decided to explant/replace both of the patient's leads. The associated anchors were electively explanted and replaced during the procedure as well.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2021-02972.